Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2019-00123. It was reported the patient suffered a fall, and then experienced a loss of therapy. Reprogramming attempts were unsuccessful, and diagnostics revealed high impedances. X-rays showed fractures in the patient¿s two leads. To address the issue, the physician plans to perform a lead replacement.

Event description:
Device 1 of 2; reference MFR. Report: 1627487-2019-00123.

Event description:
Device 1 of 2: reference MFR. Report: 1627487-2019-00123. Follow up information identified the patient underwent explant and replacement of the two leads. Postoperatively, effective therapy was restored.